Manufacturer narrative:
Reprocessed: unk.

Event description:
Uf/importer report #: (B)(4). #1: accidental needle stick v27.1 (the needle went through the finger pad of the patient.): from (B)(6) 2025 to - serious - unknown. #2: device breakage v27.1 (the plastic on the holder broke open): from (B)(6) 2025 to - serious - unknown. #3: device use in unapproved indication v27.1 (was injecting 2% lido in the patient¿s right third finger pad): from (B)(6) 2025 to - not serious - unknown.

Manufacturer narrative:
Reprocessed: unk.

Event description:
Uf/importer report #: (B)(4) 3008242564-2025-00001. #1: accidental needle stick v27.1 (the needle went through the finger pad of the patient.): from (B)(6) 2025 to - serious - unknown #2: device breakage v27.1 (the plastic on the holder broke open): from (B)(6) 2025 to - serious - unknown #3: device use in unapproved indication v27.1 (was injecting 2% lido in the patient¿s right third finger pad): from (B)(6) 2025 to - not serious - unknown authority report from the united states. Local reference: (B)(4). Authority reference: (B)(4). This initial serious case report was received on (B)(6) 2025 from health authority by email along with the additional information received from the reporter on 10-mar-2025. Follow-up #1 was received on 17-mar-2025 from the dental office via email. Follow-up #2 was received on 23-apr-2025 from the quality department by email. All the information was processed together. The report described accidental needle stick, device breakage and device use in unapproved indication of device with suspected device ultra safety plus twist xl in a 63-year-old female patient undergoing an unspecified procedure. No further information was available regarding the patient. On an unspecified date in (B)(6) 2025, the practitioner was injecting 2% lidocaine with epinephrine in the patient¿s right third finger pad (middle fingertip), when the plastic on the holder broke open (protective sheath), and then due to this happening the needle went through the finger pad of the patient. The patient was numb, and did not feel anything. The lidocaine vial was intact within the holder, and the needle tip was intact no foreign bodies within the finger. There was no bleeding or no harm to patient nor user. The patient was reported to be fine (recovered). Other information of product: ultra safety plus twist xl batch: #f52019aa, expiry date: oct-2027 2% lidocaine with epinephrine batch: #unknown, expiry date: unknown. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Fup #1: received information regarding condition of the patient. Fup #2: no quality investigation available as device misuse. Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: based on the first information available, the report described accidental needle stick, device breakage and device use in an unapproved indication of device with suspected device ultra safety plus twist xl in a 63-year-old female patient undergoing an unspecified procedure. In (B)(6) 2025, the practitioner was injecting 2% lidocaine with epinephrine in the patient¿s right third finger pad (middle fingertip), when the plastic on the holder broke open (protective sheath), and then due to this happening the needle went through the finger pad of the patient. The patient was numb, and did not feel anything. The lidocaine vial was intact within the holder, and the needle tip was intact no foreign bodies within the finger. There was no bleeding or no harm to patient nor user. The incident occurred in a context of an unapproved indication without sufficient information and details to do a proper assessment. Use error/abnormal use is considered. As per the follow up #1 information received on 17-mar-2025, the patient was reported to be fine (recovered). Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, no CAPA is required. Manufacturer's final comments: for final (reportable incident): description of the manufacturer¿s evaluation concerning possible root causes/causative factors and conclusion based on the information available, the report described accidental needle stick, device breakage and device use in an unapproved indication of device with suspected device ultra safety plus twist xl in a 63-year-old female patient undergoing an unspecified procedure. In (B)(6) 2025, the practitioner was injecting 2% lidocaine with epinephrine in the patient¿s right third finger pad (middle fingertip), when the plastic on the holder broke open (protective sheath), and then due to this happening the needle went through the finger pad of the patient. The patient was numb, and did not feel anything. The lidocaine vial was intact within the holder, and the needle tip was intact no foreign bodies within the finger. There was no bleeding or no harm to patient nor user. The incident occurred in a context of an unapproved indication. Use error/abnormal use is considered including excessive pressure could be a causative factor for the breakage of the device. As per the follow up #1 information received on 17-mar-2025, the patient was reported to be fine (recovered). As per the follow up follow up#2 (information received, no investigation is to be performed. No quality defect identified, as misuse has been confirmed. No exact root cause found but use error/abnormal use is considered. No CAPA.

Manufacturer narrative:
Reprocessed: unk.

Event description:
Uf/importer report #: (B)(4) / 3008242564-2025-00001. #1: accidental needle stick v27.1 (the needle went through the finger pad of the patient.): from (B)(6)2025 to - serious - unknown. #2: device breakage v27.1 (the plastic on the holder broke open): from (B)(6)2025 to - serious - unknown. #3: device use in unapproved indication v27.1 (was injecting 2% lido in the patient¿s right third finger pad): from (B)(6)2025 to - not serious - unknown. Authority report from the united states. Local reference: (B)(4). Authority reference: (B)(4) from FDA. This initial serious case report was received on (B)(6)2025 from health authority by email along with the additional information received from the reporter on (B)(6)2025. Follow-up #1 was received on (B)(6)2025 from the dental office via email. All the information was processed together. The report described accidental needle stick, device breakage and device use in unapproved indication of device with suspected device ultra safety plus twist xl in a 63-year-old female patient undergoing an unspecified procedure. No further information was available regarding the patient. On an unspecified date in (B)(6)2025, the practitioner was injecting 2% lidocaine with epinephrine in the patient¿s right third finger pad (middle fingertip), when the plastic on the holder broke open (protective sheath), and then due to this happening the needle went through the finger pad of the patient. The patient was numb, and did not feel anything. The lidocaine vial was intact within the holder, and the needle tip was intact no foreign bodies within the finger. There was no bleeding or no harm to patient nor user. The patient was reported to be fine (recovered). Other information of product: ultra safety plus twist xl batch: #f52019aa, expiry date: oct-2027 2% lidocaine with epinephrine batch: #unknown, expiry date: unknown. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Fup #1: received information regarding condition of the patient. Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: based on the first information available, the report described accidental needle stick, device breakage and device use in an unapproved indication of device with suspected device ultra safety plus twist xl in a 63-year-old female patient undergoing an unspecified procedure. In (B)(6)2025, the practitioner was injecting 2% lidocaine with epinephrine in the patient¿s right third finger pad (middle fingertip), when the plastic on the holder broke open (protective sheath), and then due to this happening the needle went through the finger pad of the patient. The patient was numb, and did not feel anything. The lidocaine vial was intact within the holder, and the needle tip was intact no foreign bodies within the finger. There was no bleeding or no harm to patient nor user. The incident occurred in a context of an unapproved indication without sufficient information and details to do a proper assessment. Use error/abnormal use is considered. As per the follow up #1 information received on (B)(6)2025, the patient was reported to be fine (recovered). Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, no CAPA is required.